Event description:
Boston scientific received information that this device was explanted for normal battery depletion. No allegations have been received against this device from the field. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.